Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 46 mg/dl at the time of the incident. The customer stated the pump gave them too much insulin. The customer had a car crash and was hospitalized. The customer had a busy day and only a fruit smoothie to eat. The customer was at 485 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer treated the high with manual injections. The pump was exposed to a magnetic resonance imaging machine. The customer got a post rest ram crc alarm when they put a battery into the pump. The insulin pump will be returned for analysis. Pump passed the full functional testing.